Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and the reported condition that the reverse mode did not work, and the device had decreased power was confirmed. The device was visually inspected and passed visual inspection. During the assessment it was found that the upper trigger could not fully be pressed. It was determined that this failure led to the complaint of the device having insufficient/low power and the failure of test check the forward / reverse direction. After the device was disassembled it was found that the safety ring was broken and fell behind the upper trigger, which caused the failure. In the process of removing the safety ring, the o-ring was damaged. At this stage of the investigation the cause for the broken safety ring cannot be fully determined, and the assignable root cause was not established. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that the upper trigger of the modular handpiece device could not fully be pressed. It was further determined that the device failed pretest for check for sticky triggers and check the forward / reverse direction modes function. It was noted in the service order that the device did not work, and the device had decreased power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.